Manufacturer narrative:
(B)(4). Additional information requested and received: when the device left only the first staples, did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. Was there any difficulty opening the device? Yes. If yes, how was the device removed from the tissue? They opened the lever located on the top of the stapler. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)?1st. The doctor try first the reverse button but he did not work. After that the surgeon used the manual override.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m53194. The analysis found that one pse60sa device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no incomplete staple line was noted during functional testing. Event could not be confirmed as the device closed and opened without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic proctocolectomy procedure, when the device is activated left only the first staples and then it doesn't work anymore. Another like device was used to complete the procedure. There were no adverse consequences for the patient.